Manufacturer narrative:
A livanova representative visited the facility to evaluate the event and determine root cause. After troubleshooting, it was determined that there was no device malfunction. The issue was the result of user technique which resulted in a friction burn. A complaint review was only able to identify one similar incident (1718850-2013-00303). However, in that case, it was not confirmed if the injury was a burn or irritation caused by friction. No other similar incidents were identified. The reported injury was minor and did not require medical intervention to preclude serious/permanent injury. The livanova representative provided training to all involved personnel, including an explanation of how friction burns can be caused by the device and recommendations on how the harvesting techniques can be varied to avoid this situation in the future. Based on the information above, this event has been reevaluated as non-reportable, and the medwatch report is being retracted.

Manufacturer narrative:
Patient identifier was not provided. Patient sex was not provided. Patient weight was not provided. Through follow-up communication with the customer, livanova USA learned that this is not the first occurrence of this issue. The customer reported that this issue has happened with at least one and potentially as many as four other patients in the past. Additional follow-up is being performed to gather information regarding the additional patients, which will be filed in separate complaints. The customer reported that in all cases, the same physician was conducting the procedure. As the vascuclear precision bipolar kit does not come with a trocar and does not have a light, clarification was requested regarding the event. The facility reiterated that the light inside of the trocar blistered the leg of the patient. It is unknown at this time exactly what part of the device the customer is referring to. Based on the previous reports of injury, the customer believes this may be a user issue and has scheduled retraining of the involved physician. If any additional information pertinent to the reported event is received, it will be submitted in a supplemental report. Device discarded by customer.

Event description:
On august 7, 2017, livanova USA received a user medwatch report (mw5071103) that the light inside the "trocar" of the vascuclear precision bipolar blistered the left leg of the patient in 3 areas during a procedure. The wound was dressed and the nurse checked on the patient 48 hours after the procedure to ensure no hematoma occurred. The customer reported that the patient is presently doing well. All other similar products were pulled from stock for investigation.